Event description:
Approximately 5 months after, the patient underwent total shoulder arthroplasty, the patient presented with progressive pain, weakness and loss of function. Advanced imaging and clinical examination demonstrated a failure of the subscapularis tendon resulting in anterior instability and loss of balanced shoulder mechanics. The humeral and glenoid components themselves did not show any signs of mechanical failure, loosening or malposition, there was no issue with the implants. The patient underwent revision surgery due to the subscapularis tendon failure. The patient underwent a successful conversion to a reverse total shoulder arthroplasty, during which it was confirmed that the subscapularis tendon was deficient and nonfunctional as per the preoperative findings. The patient tolerated the surgery well without complications and the reverse total shoulder arthroplasty was noted to be stable, well-aligned and functioning as intended.

Manufacturer narrative:
This event was previously reported under MDR 3012544635-2025-00008. Any additional information will be filed under this original report ID.

Event description:
Approximately 5 months after the patient underwent total shoulder arthroplasty, the patient presented with progressive pain, weakness and loss of function. Advanced imaging and clinical examination demostrated a failure of the subscapularis tendon resulting in anterior instablity and loss of balanced shoulder mechanics. The humeral and glenoid components themselves did not show any signs of mechanical failure, loosening or malposition, there was no issue with the implants. The patient underwent revision surgery due to the subsscapularis tendon failure. The patient underwent a successful conversion to a reverse total shoulder arthroplasty, during which it was confirmed that the subscapularis tendon was deficient and nonfunctional as per the preoperative findings. The patient tolerated the surger well without complications and the reverse total shoulder arthroplasty was noted to be stable, well-aligned and functioning as intended.